Event description:
It was reported that, "the angled drill driver got bound up and caused the entire assembly to spin. The drill bit got bound in the drill guide and snapped off leaving the threads in the driver. Case was delayed 5 minutes."

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a device check, no capture and sensing were observed. After an EKG and x-ray, it was discovered that the patient had twiddlers syndrome post implant. The patient reported some discomfort at the pocket site. The lead was removed and replaced.